Event description:
It was reported that during a lap nephrectomy procedure, the tip of device broke off, fell into patient but was retrieved through the trocar. A 2nd device was used complete the procedure. No reported patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.